Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to replace care giver board. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the care giver board no further action needed

Event description:
Baxter received a report that affinity 4 bed frame had head section moving intermittently by itself. There was no patient/user injury, medical intervention, symptom, or adverse event reported.